Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting elevated blood glucose levels (no value provided) with aching in legs; the reporter indicated that the blood glucose levels were not corrected with ez-bg boluses. The reporter stated that an animas representative had confirmed that the infusion set insertion technique was correct. The reporter indicated that the health care provider had made settings changes in the pump a few weeks earlier. A review of the pump was completed and the reporter was advised that the pump appeared to be functioning correctly. The reported elevated blood glucose with aching in the legs does not meet animas criteria for an adverse event. This report is made based on the allegation that the patient¿s blood glucose was not responding as expected to pump ezbg boluses.